Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose level. The customer attempted various troubleshooting steps, including using different wall adapters and charging cables, but none resolved the issue. Technical support decided to replace the pump, confirmed the shipping address, provided instructions on putting the pump into storage mode, and advised the customer to return the faulty pump within 10 days. The customer was able to continue insulin delivery using multiple daily injections and the current pump while waiting for the replacement.